Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced a power on reset condition on his pt programmer. Pt had not had an x-rays or procedures. He was at the airport about a month ago. The por was cleared by the MFR's rep and problem resolved.